Event description:
A customer contacted baxter canada regarding assistance to end therapy during fill 1 on the homechoice (hc). The home patient (hp) stated that the hc showed refilling the heater so she switched the heater bag and supply bag. The technical service representative (tsr) explained the operation of the hc and advised the hp to not remove any bags during therapy. The tsr advised the hp to start over with new supplies. The hp requested assistance to end therapy. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of a single use product was confirmed, based on the customer report; however, no root cause could be determined. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the prevention of the use error(s) in the complaint.